Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report discordant n latex flc lambda results on an atellica ch 930 analyzer. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." Siemens is investigating. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported the observation of discordant n latex flc lambda results on an atellica ch analyzer. The initial result was reported to the physician(s), who questioned the result. The sample was manually diluted and repeated on the same instrument. The repeat results were higher than the initial result. The repeat results were not reported, as it was unknown which result was correct and the manual dilution results did not fit with electrophoresis results. There are no known reports of patient intervention or adverse health consequences due to the discordant n latex flc lambda results.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-00026 on 26-aug-2024. Additional information 02-oct-2024: siemens reviewed the information provided and troubleshooting file data obtained via smart remote services (srs). Based on the data analysis, there was no indication of a system related issue. Calibration was acceptable and quality control replicates recovered within the assigned ranges as specified by the tables of assigned values (tav´s). These observations suggested a sample interferent may have contributed to the non-reproducible results. Siemens requested the affected sample to be sent to siemens for further analysis. However, insufficient sample was available at the customer site to sent. Therefore, siemens perform testing with internal samples to evaluate the flc lambda assay performance with n latex flc lambda lot 473289 on the atellica ch 930 with the following outcome: n latex flc lambda lot 473289 was calibrated with n flc standard sl lot 473475 on the atellica ch 930. The system performance was verified with n flc control sl1 lot 473579 and n flc control sl2 lot 473679 in replicates of 2. Three serum samples containing a higher flc lambda concentration than the upper limit of reference interval for n latex flc lambda were tested, native and 1:10 manually diluted with atellica ch diluent each in replicates of two. The reference curve established was valid. The values for n flc control sl1 lot 473579 and n flc control sl2 lot 473679 recovered within the assigned ranges as specified by the tav´s. Assay and system performed as intended when testing three serum samples containing a higher flc lambda concentration than the upper limit of reference interval for n latex flc lambda. Based on the analysis, troubleshooting actions and system verification indicate acceptable performance. The customer is operational. Product claims/specifications were met based on internal testing performed. The probable cause for this issue could not be identified, based on the available information and investigation. However, a sample integrity issue cannot be fully excluded. N latex flc lambda lot 473289b is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.